Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a 15 cm (6") appx 0.22 ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, clamp, rotating luer was found to not flush during patient use. The reporter stated that the nurse (user) wanted to administer intravenous (IV) medication to the patient and wanted to check the patency of the IV cannula. There was a backflow of blood but unable to flush. The nurse went off to prepare a new cannulation set and the patient noticed blood on the bedsheets and floor and called the nurse. The nurse noticed blood dripping from the clave connector and quickly attached a new device. The nurse was then able to flush smoothly and there was backflow. The event occurred during infusion. In addition, there was no obstruction seen and the IV site and tubing were both clear. There was an estimated blood loss of 2ml. The event was not detected before direct patient use. It was also mentioned that there was no serious injury/death, no blood loss, no unprotected chemo exposure, no adverse operator consequences, and no medical/surgical intervention required. The device was changed out/replaced with no further problems encountered. There is 1 involved problematic device that is not available to be tested/returned for investigation since it was contaminated. The product was not disposed of. The same lot device is not available. The mating device is not available to be tested. Sample photos are provided showing the involved product with evidence of blood inside a biohazard-labeled plastic packaging. There was patient involvement, no patient harm, and no delay in critical therapy.

Manufacturer narrative:
A series of photos were shared by the customer, where blood is observed inside the whole item #011-mc330254 and a black cross is observed in the male luer, no leak or occlusions are visible in the photos. The complaint unable to flush can be confirmed, based on the evidence shared by the customer. However, without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. The device history review (DHR) lot#5803309 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint.